Event description:
2/5/97 pt was prepped for surgery: cystoscopy, stone manipulation - extraction of ureteral stone; "uteral" stenting; repeat percutaneous nephrolithotomy tube placement, and fragmentation of remaining lower pole calculus. During the procedure the surgeon used a choledocoscope. Followed by a rigid nephroscope. While using the rigid nephroscope a foreign body was extracted that appears to be a piece of plastic from the tip of the choledoscope.